Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05215, 0001822565-2018-05216, 0002648920-2018-00741 , 0001822565-2018-05682, and 0001822565-2018-05683. Medical devices: femoral component size c left catalog#: 00599601351 lot#: 60357276, stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: 60654639, patellar component 32 mm dia. Catalog#: 00522001700 lot#: 60376687, taper stem plug catalog#: 00596009900 lot#: 60661496 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05215, 0001822565-2018-05216, and 0001822565-2018-05217. Concomitant medical products: unknown gender solution left femoral catalog#: ni lot#: ni, unknown gender solution tibial tray catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has recently experienced pain, swelling, and limited range of motion. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed based on the notes provided. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently approximately 6 weeks ago started experiencing pain, swelling, limited range of motion, and instability. Subsequently, the patient underwent a polyethylene exchange.